Manufacturer narrative:
Baxter received and evaluated the device. The reported problem of ''alternating downstream and upstream occlusions' messages' was confirmed in the event history log (ehl) review as 'upstream and downstream occlusion' messages. Evaluation inadvertently did not assess for the allegations. The device will undergo release testing prior to shipment to ensure the pump is in full working order. Should additional relevant information become available, a supplemental report will be submitted. B5: upon follow up it was reported that the patient's condition was in a hypotensive state. The ta was reported as "99/35" and "120/33". It was reported that there was a change of levophed infusion to "32mcg/min instead of 28". It was reported that the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of norepinephrine (32mg/500ml) with a spectrum iq pump, the patient experienced a blood pressure drop to 50 (no further details). It was reported the pump was observed to have alternating downstream and upstream occlusion alarms during the infusion. The patient required a bolus of phenylephrine and dextrose 500ml of ringers lactate. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information h10: baxter received and evaluated the device. The reported problem of ''alternating downstream and upstream occlusions' messages' was confirmed in the event history log (ehl) review as 'upstream and downstream occlusion' messages. Evaluation inadvertently did not assess for the allegations but did perform flow testing on the device, during this testing they did not report experiencing any upstream or downstream occlusion alarms. The device will undergo release testing prior to shipment to ensure the pump is in full working order. Should additional relevant information become available, a supplemental report will be submitted.